Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr had been performed on an unspecified date, the patient experienced dislocation. This adverse event was solved by a revision surgery, the surgeon said the devices were not defective. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it is noted within the attachments, no clinical/medical documentation is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. However, per the complaint details, the surgeon said the devices were not defective. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.